Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause(s) of this event is improper bone preparation and/or surgical technique. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during the surgery, the ar-8725-12h had to be replaced by a longer screw. After surgery, radiographics were made to check the outcome. On the x-rays it became visible that the distal end of the first implanted screw was broken. Broken parts were not removed but remained in patient's body. Surgery performed was a hallux valgus correction with scarf technique. Surgery was successfully completed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause(s) of this event is improper bone preparation and/or surgical technique. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during the surgery, the ar-8725-12h had to be replaced by a longer screw. After surgery radiographics were made to check the outcome. On the x-rays it became visible that the distal end of the first implanted screw was broken. Broken parts were not removed but remained in patient&#17632;body.surgery performed was a hallux valgus correction with scarf technique. Surgery was successfully completed.